Event description:
Device malfunction: mislocation of clip. Time of malfunction: after vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in training in the use of the starclose se device attempted arteriotomy closure of the same femoral artery that had been accessed six weeks prior. After the diagnostic procedure, the device was removed from the patient anatomy; however, the clip remained on the distal end of the exchange sheath. Hemostasis was achieved using manual compression. There were no adverse patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.